Event description:
A report was received that the patient was having pain at the ipg site. The patient will undergo a revision procedure where the ipg site will be relocated. No device malfunction was suspected.